Event description:
It was later reported that the patient¿s current managing physician¿s office did not have anything in the patient¿s file about any stall or other pump issues. The patient¿s next refill was scheduled for (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
The patient's pain got "astronomical" in (B)(6) 2014, when her prior doctor reduced her dose from 15 mg per day of morphine to .2 mg per day in 4 visits. The patient had seen her new doctor twice but he would only increase the pump by 10% at a time. The patient was "in agony".

Event description:
On (B)(6) 2014, the patient reported that she had been sick. Her physician at that time kept turning the pump down which was giving her a lot of withdrawals. The withdrawals made her weak and gave her a fever. The patient had the withdrawals for a week or 10 days each time the pump was turned down; he was ¿turning it down massive¿. He was ¿turning it down 10 percent but he was doing it from like 15 down to like 3 and he did it 3 times". The first time he turned it down was on (B)(6) 2014 and then (B)(6) 2014 was the last time ¿where he got me down to 3, it hurt". On (B)(6) 2014, the patient¿s helper heard an alarm at 2:20, 3:20 and 4:20; it was a beeping. The patient had heard it a couple of times during the night but it wasn¿t at a regular interval. On (B)(6) 2014, the patient¿s helper had heard the beeping and it was a two-toned alarm. The patient had 30 months of battery left and the pump had been refilled on (B)(6) 2014 and it was supposed to last until the end of (B)(6). The alarm was not going off all of the time, it was just intermittently. The patient didn¿t have a ptm (personal therapy manager) to check the alarm code. The patient¿s pump managing physician was 5 hours away and the patient was dissatisfied with him as he was telling her that ¿the morphine was deadly in the pump¿ which was why he ¿cranked me down from 15 to 3 in 60 days¿. The physician was planning to turn the pump off. The patient¿s primary care physician was working on getting her a new pump managing physician. The device system was delivering bupivacaine and morphine. On (B)(6) 2014, the patient reported that since she had changed doctors in early 2014, the physician had been decreasing her pain medication in the pump at each refill. The patient¿s pain had been getting worse with each decrease. She went from using a cane to walk to using a wheelchair. The patient was continuing to look for a new pump managing physician. As of (B)(6) 2015, the patient was working with a new pump managing physician. The new physician had adjusted her pump settings so that it would go up at bed time; prior to this, the patient didn¿t know that was even was possible. The patient had been hearing the two-toned alarm every now and then since the spring of 2014; she had not gone in to her prior physician to have the pump checked. The patient¿s new physician checked the pump on (B)(6) 2015 and found that the pump was ¿turning off and restarting a lot from 15 minutes to 12 hours¿. The patient had a cat scan in (B)(6) 2014 where they found ¿someone had left catheter parts in her when she had her pump replacement¿. The patient was told to schedule an MRI of her spine. As of (B)(6) 2015, the pump was reported to be delivering bupivacaine and dilaudid. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).